Event description:
This spontaneous case was reported by a family member and describes the occurrence of fibromyalgia ("fibromyalgia") and device breakage ("some parts remained on both sides after surgery for essure removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced complication of device removal ("some parts remained on both sides after surgery for essure removal"). On an unknown date, the patient experienced fibromyalgia (seriousness criteria medically significant and intervention required) with pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal in (B)(6) 2018) and surgery (visit planned with surgeon on (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the fibromyalgia outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter provided no causality assessment for complication of device removal, device breakage and fibromyalgia with essure. The reporter commented: essure parts remained on both sides after essure removal in (B)(6) 2018. A visit was planned with the surgeon on (B)(6) 2018. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-jun-2018 for the following meddra preferred terms: 1. Fibromyalgia. The analysis in the global safety database revealed 7 cases. 2. Device breakage. The analysis in the global safety database revealed 2585 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a family member and describes the occurrence of fibromyalgia ("fibromyalgia") and device breakage ("some parts remained on both sides after surgery for essure removal") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2015, the patient had essure inserted. In may 2018, the patient experienced complication of device removal ("some parts remained on both sides after surgery for essure removal"). On an unknown date, the patient experienced fibromyalgia (seriousness criteria medically significant and intervention required) with pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal in (B)(6) 2018) and surgery (visit planned with surgeon on (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the fibromyalgia outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter provided no causality assessment for complication of device removal, device breakage and fibromyalgia with essure. The reporter commented: essure parts remained on both sides after essure removal in (B)(6) 2018. A visit was planned with the surgeon on (B)(6) 2018. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): fibromyalgia: 7 cases were identified. Device breakage: 2725 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.